Event description:
It was reported that balloon rupture occurred. A 3.00mm x 12mm nc emerge balloon catheter was advanced for dilation. However, the balloon ruptured at rated burst pressure. The procedure was completed with a different device. There were no patient complications.

Event description:
It was reported that balloon rupture occurred. A 3.00mm x 12mm nc emerge balloon catheter was advanced for dilation. However, the balloon ruptured at rated burst pressure. The procedure was completed with a different device. There were no patient complications.